Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported during an intraocular lens implant procedure, the lens was noticed cracked. There was patient contact and the surgery was completed on the same day. Additional information has been requested.

Event description:
Additional information has been requested and received which states this lens was placed in the eye. When it started to open the physician noticed that it was completely cracked down the middle of the lens. Information received states a new lens was used and the incision was enlarged in order to place the lens into the chamber. This took place during the initial procedure and there was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).